Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: visual inspection did not find any physical damage to the keypad cover. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the bolus button cover was torn but the button remained operable.